Manufacturer narrative:
(B)(4). The device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that was not working on battery power was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition. A service history review revealed the device has not been previously sent into service for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infuso.r. Pump with a condition of not working on battery power. This condition has the potential to interrupt delivery. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.